Event description:
The manufacturer received information from EU class action in reference to a remstar auto m device with an allegation of the user became ill while using the device. There were no further details provided except plaintiff's have suffered personal injury (varying per patient, but for example chronic inflammation and cancer). There were no details provided as to which injuries this user has suffered. The user is claiming damages based on exposure to the risk/fear of getting sick/dying, personal injury damages, and moral damages or relatives of patients that allegedly have deceased because of the use of their philip's device. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of medical intervention. This device is not part of the recall. The device is not available to be returned for investigation as it is not available anymore due to it being very old and is not part of the recall. The home care provider of this user changed it to a newer device that had been shipped to the provider in july 2018. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.